Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Event description:
The intellanav mifi catheter was selected for use during an ablation procedure to treat premature ventricular contractions. It was reported that the errors, d07 temperature too high and d05 excessive temperature, occurred on the maestro/metriq pump ablation system. Additionally, it was reported that leakage on the catheter handle was observed during procedure. Prior to the errors several ablation applications were delivered. Troubleshooting was performed by clearing the errors, verifying the catheter stop cock was open to the device, and the rhythmia hardware from underneath the drape was removed. The physician attempted to perform additional ablations but was unsuccessful. The maestro pod and ablation cable were exchanged, however, issue persisted. The issue was resolved after exchanging the ablation catheter with one from the same model while simultaneously rebooting the maestro generator. The procedure was completed successfully without further delays. No patient complication occurred. The device has been retained; it is unknown if it will be returned.